Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the abbott diabetes care (adc) device. The customer received unspecified low scan results obtained on the adc device compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic and capable of self-treating with fast-acting insulin (dose/type unspecified). The customer contacted the paramedics, and upon arrival, the paramedics obtained an adc sensor value of 2.9 mmol and a healthcare professional (hcp) value of 31 mmol. The paramedic administered intravenous saline for treatment and suggested that the customer administer insulin for the evening. There was no report of death or permanent impairment associated with this event.